Event description:
It was reported that a device was found to have air in line alarms in the history log. This was observed during pm testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was unable to reproduce the air in line alarms during testing, however, review of the history log confirmed the alarms. Air in line test was performed per spectrum service manual with unit passing. No malfunction could be identified.